Event description:
Healthcare professional reported "rupture, silicone granulomas and axillary lymph nodes with signs of silicone infiltration" confirmed via ultrasound. This record is for a right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture and silicone migration: observed broken device assessed as surgical impact opening, and observed a missing piece of shell assessed as inconclusive. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, on penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture and silicone migration.

Event description:
Healthcare professional reported "rupture, silicone granulomas and axillary lymph nodes with signs of silicone infiltration" confirmed via ultrasound. This record is for a right side. Device was explanted and replaced with a non-abbvie device.